Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint devices were received and evaluated. Visual observation of the applier revealed the main pusher rod (gray trigger) was slightly bent upwards which is typical of aggressively removing the needle following use. Moreover, there is a lot of tissue debris and stains on the main rod. When tested for its functionality, both triggers functioned properly when pulled on their own without a needle attached to the device. The needle attachment key feature, which attaches the needle to the applier, had no anomalies. The complaint needle was loaded properly and was secure. The silicon tube on the returned needle was bound up and damaged. As it was reported that both implants were deployed properly, it is possible that the damage to the silicon tube occurred when the needle was removed from the joint space. Moreover, the damage to the silicon tube would not have caused the needle to fall. One possible hypothesis is that the latching mechanism of the applier was opened before the applier was removed from the joint space, causing the needle to detach. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the suture of an internal meniscus, the needle stayed jammed in the joint after withdrawal of the gun. Need of a direct surgical approach in order to retrieve it. No consequences to the patient. The following additional information was received via email from our affiliate on 7-7-2015; direct surgical approach means «opened surgery » or invasive approach. See associated medwatch # 1221934-2015-00852.

Event description:
During the suture of an internal meniscus, the needle stayed jammed in the joint after withdrawal of the gun. Need of a direct surgical approach in order to retrieve it. No consequences to the patient. The following additional information was received via email from our affiliate on 7-7-15; direct surgical approach means «opened surgery » or invasive approach.